Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimension of the broken uss sleeve was checked and found to be in compliance with (B)(4). The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with (B)(4). The cross section surface shows no irregularities. As no detailed clinical information is available, we can only assume that too much applied mechanical force well beyond its calculated design caused the breakage during final tightening. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during final tightening, the uss sleeve instrument broke.